Event description:
The flush port of the sheath was flat, and we were unable to flush the sheath. The sheath was removed and replaced without harm to the patient. Manufacturer response for 6 fr. Brite tip sheath, sheath (per site reporter), unknown.